Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not communicating with meditech orders. A technical support specialist logged into mql and found the system offline, unable to resave the profile or update employee log information; the system remains offline, and the user will update the pharmacy representative. The system functioned as intended after the technical support specialist investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to log in, and after logging into myqlink, it was found that the machine was offline and the profile could not be resaved. There were no adverse events or injuries reported based on this event.